Event description:
It was reported that the patient presented with non-sustained ventricular tachycardia episodes that showed t-wave oversensing (twos) post ventricular sense. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.